Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this lead was surgically abandoned for an unspecified non product experience. The lead was explanted at a later date due to an infection. No additional adverse patient effects were reported.